Event description:
Spacelabs healthcare was notified that five beds connected to the xhibit telemetry receiver (xtr) system are showing offline. There is no patient harm reported with this event.

Manufacturer narrative:
A review of the log files collected from the telemetry system performed by a spacelabs healthcare product support specialist (pss) showed evidence that on (B)(6) 2022, one of the host receivers performed a self-reboot due to high memory use. The logs also showed evidence that a user re-tuned the offline channels to a different receiver, creating duplicate channel numbers in the telemetry system. After the pss removed all duplicate channels, the biomedical engineer confirmed that communication was restored and the reported issue was no longer present. There is not enough information available in the log files to determine the exact cause of the high memory use. Spacelabs healthcare will continue to investigate the reported event. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.